Event description:
It was reported that (1) lcsc5 was used during an unknown procedure. It was reported by the affiliate that steady tone occurred with an h2tuv. Opened another device to complete the case. There was no consequence to pt.